Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with injection reflin (250mg daily; route and duration not reported) and injection gentamycin (16mg daily; route and duration not reported) for peritonitis. That same day, the patient was discharged from the hospital. Dianeal therapy remained ongoing. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.